Event description:
The account stated that a nurse leaned on the bed and the bed moved. The casters will lock into brake but they do not hold. The account found that only the brake/steer caster is locking properly into brake.

Manufacturer narrative:
The account has not completed repairs.